Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. However, the fse investigation is not complete.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report. Master tool manipulator right (mtmr) couldn't control instrument in universal surgical manipulator (usm)#4. Tse recommended caller to check system info. Caller stated site had two ssc, surgeon used another ssc to continue the procedure. There was no reported injury.